Event description:
During physical therapy walker fell from side of wall onto pt's left lower leg - pt sustained 4" cut to leg. 20 sutures required. 4+ pitting edema could not sustain the sutures - chronic wound developed.